Event description:
A patient sample was tested for troponin (accu tni) and results were: 25.63 and 0.03 ng/ml. The specimen was re-tested on a different instrument and two results of 0.03 ng/ml were obtained. The erroneous result was not reported out of the lab. A sample from this patient collected on the same day, prior to the erroneous result, gave an accu tni result of 0.03 ng/ml. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was lithium heparin plasma collected in a pst tube. No error messages were posted to the event log. No issues were noted with other assays. Qc performed 3 hours prior to the event was within specifications. A system check performed by the customer the previous day failed and customer replaced aspirate probes and the system check passed. A field service engineer (fse) was dispatched: the fse inspected the instrument and replaced several hardware components. The fse performed a preventive maintenance (pm) that was due in 6 weeks. The fse verified all repairs per established procedures and results met published specifications. Although hardware issues were addressed, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.